Event description:
It was reported that the patient presented in clinic for a routine follow up, the right atrial lead exhibited an impedance greater than 2000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.